Event description:
Customer's husband reported the aviva system have a blood glucose result of 79 mg/dl at a time when she was symptomatic of hypoglycemia, required treatment by layperson. Retest result within 10 minutes on the same system was 48 mg/dl. A request was made for the return of the system and a replacement was sent.